Manufacturer narrative:
Approximate age of device - 2 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the (B)(6) clinician brought the patient into the emergency room due to multiple alerts. Patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed a speed deceleration on (B)(6) 2017. On (B)(6) 2017, the manufacturer¿s clinical specialist and technical service team member were on site to perform an evaluation of the driveline. X-rays were reviewed and were unremarkable. The external driveline was also found to be unremarkable for visual damage. The patient was provided with an ungrounded power module patient cable and the alarms have resolved. The patient was instructed to use the ungrounded cable, and call the lvad clinicians with any additional alarms. No additional information was provided

Manufacturer narrative:
The report of low speed alarms ad pump stops was confirmed through the evaluation of the submitted system controller log file. The data showed that low speed events occurred on (B)(6) 2017, (B)(6) 2017 ¿ (B)(6) 2017, and a pump stop was flagged (B)(6) 2017. These events were occurred while the lvad system was supported by the power module. The reoccurrence of device alarms on (B)(6) 2017 was determined to be due to the use of a mobile power unit, with a suspected driveline short-to-shield issue. It was confirmed to the healthcare providers that the mobile power unit is a grounded power support unit and the patient should remain on the power module with an ungrounded patient cable. Review of the submitted x-rays could not conclusively determine any areas of damage on the driveline. Based on the manufacturer¿s experience from similar reported events, the data recorded in the submitted system controller log file appeared consistent with a potential percutaneous lead (driveline) issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on vad support using an ungrounded power module patient cable and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017 the vad coordinator reported that the patient contacted the hospital to report low flow alarms and low speed alarms. The patient had reportedly been issued a new mobile power unit and was instructed by the healthcare providers to remain on external battery power overnight, and to present to the hospital the following day. No further alarms reportedly occurred while the lvad system was powered on external batteries. Upon presenting to the hospital, interrogation of the patient¿s lvad system revealed transient pump stops. Log files submitted to the manufacturer¿s technical services department were also reviewed and confirmed the pump stops occur only when connected to the mpu. No further information was provided.